Event description:
It was reported that during a supply change on the ilet, the user paused insulin, did not fully fill the cartridge, pressed and held to push approximately 60 units without seeing drops at the tubing, became concerned, and restarted the procedure, after which insulin delivery resumed; the issue was associated with the tubing component and characterized as an incorrect procedure. Symptoms included hyperglycemia, with the user noting elevated blood glucose during the extended supply change. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving failure to completely fill the cartridge during the tubing fill step, associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.